Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime or fill due to completely broken reservoir tube lip. Device received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had shot out insulin during priming. The customer stated that the chunk of the battery port was missing so the cap did not screw in anymore and the battery was held in with tape. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.